Event description:
Event description boston scientific cardiac rhythm management received information that this system had intermittent pacing at a rate of 40ppm or less. The system was implanted recently. The device is programmed ddd with the lower rate of 60ppm. The patient has been asymptomatic. All pacing and sensing thresholds are good at this time. Technical services reviewed a fax of the telemetry and indicated there is oversensing and inhibition of pacing.

Manufacturer narrative:
Upon return to boston scientific's quality assurance laboratory the device underwent detailed analysis. Visual observation revealed the atrium tip seal plug had a small hole and there were no other anomalies noted. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The field allegations could not be confirmed through analysis.

Manufacturer narrative:
The caller did thresholds with the patient sitting, lying on a side and on his back in both bipolar and unipolar modes and could never reproduce any sensing or threshold issues. The patient was eager to go home so the doctor discharged him. The patient is very sensitive to any heart rate changes and he knows to call with any problems. The patient stated he felt like a new man within 20 minutes of getting his device. The patient will be checked again later this week. We will be notified of any changes. No additional information available. This event will be reopened should additional information become available. Over (B)(6) years later, there was report that this patient experienced syncope. In addition, the pacing impedances on this lead declined over approximately the last (B)(6) months from 500 to 190 ohms. Noise, oversensing and pacing inhibition were also reported. As a result, this lead was surgically abandoned and an insulation breach was noted at the level of the clavicle. The device was explanted at the same time as there was less than two years remaining on the device.